Manufacturer narrative:
No sample with doe: h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "PICC line kinked. Line was reported as blocked. When investigated by attending clinician line was kinked. Resolved by clinician, line now patent and working." The line is still in the patient as we pulled the line back and it is now working. The line was inserted and left at 0cm exposed, following an x-ray it needed pulling back to 4cm exposed. At insertion and at this point it was working well however it became problematic following the pull-back. My team attended the next day because the ward staff had said it was blocked, on investigation it appeared someone holding the skin near to the insertion site helped the patency and so the line was retracted a further 1cm. When it was pulled out the second time a kink was noticed that had been about 0.5cm into the skin and this was now straightened out. The line now works well. We will try to keep the line once it is ready for removal however this may not be possible if she goes home to finish her antibiotics."